Event description:
A nurse reported that during a vitreo-retinal procedure the vfc (viscous fluid control) was not available during agf (auto gas fill) and that the laser did not recognize the footswitch. The surgeon did not use laser on the pt and the procedure was completed without pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported viscous fluid control (vfc) problem. The company rep replaced the interface breakout pcb (printed circuit board) to address the system message (sm) "laser controller ready state denied: there is no footswitch present". The rep tightened the top diathermy connector, and installed a new laser footswitch assembly due to a broken thumb screw on cable connector. The system was then tested adn met product specifications. The replaced interface breakout pcb and footswitch assembly are returning for in-house eval. Investigation including root cause analysis is in progress. (B)(4).